Event description:
It was reported that the target lesion was located in the mid left circumflex (lcx) with moderate tortuousity and 70-80% stenosis. The 2.75 x 33mm xience prime stent was advanced via radial access; however the device failed to cross the lesion. A 2.5 x 20 mm voyager rx balloon was used to further pre-dilate the lesion successfully. Next, the same xience prime stent was advanced and was able to reach the lesion. However, it was noted that a dissection had occurred at the lesion site during the advancement of the stent. The xience prime stent was not deployed, but was withdrawn from the anatomy. The 2.5 x 20 mm voyager rx balloon was used to dilate for a few seconds to treat the dissection. The procedure was concluded and it was planned to perform percutaneous coronary intervention (pci) again in few weeks. No adverse patient sequela was reported. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). (B)(4) - re-insertion. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The failure to cross /physical resistance in the lesion could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, dissection is listed in the IFU as a known adverse event of coronary stenting procedures. There is no indication of a product quality deficiency.